Event description:
It has been reported to philips that the system would not boot up. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips service engineer contacted customer and confirmed that, system cannot enter the application interface normally, and device cannot work normally after rebooting. The philips field service engineer (fse) inspected the system onsite and confirmed that the system has no power. Upon functional testing the fse found that, the dcps (direct current power supply) of m cabinet was damaged. To resolve this issue, the fse replaced the dcps. After the replacement, the system was returned to use in good working order.